Manufacturer narrative:
Conclusion: the reported issue was confirmed. The root cause of the reported issue is a failed chiller. The device was evaluated upon receipt. The chiller cannot produce cold water in the tank. Alarm 34 water temperature high. The chiller has been replaced. Temperature in cable-nellcor is damaged, and fill tube is clogged. Temperature in cable-nellcor and full tube have been replaced. The device passed all tests, the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Initial reporter complete facility name: (B)(6). Corrections made to tab(s) d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature was high in an arctic sun device. Per review of wo on 02feb2026, there was no patient involvement. Per sample evaluation results received via task on 19mar2026, it was reported that the temperature in cable-nellcor was damaged. Fill tube was clogged.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature was high in an arctic sun device. Per review of wo on (B)(6) 2026, there was no patient involvement.